Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6 the reported device was received for evaluation. A visual inspection observed a damaged lid and the antenna has been broken off the back, damaging the connector. A functional evaluation revealed the unit has an sd memory card error on power up. The unit did not have any issues with starting a device on its own. Opening the sd memory card slot, the sd card was not seated, reseating the sd card resolved the issue. The antenna cannot be used as the stand/connector is broken off. The unit was opened and found no issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the sd card error has been associated with electrical component failure. Factors that could have contributed to the failure include failure of an internal component such as the motherboard, a software issue, or a failure of the sd card. A definitive root cause for the broken antenna could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the intellioshift would just start the shaver activation on its own without the pedal or hand control being activated. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Event description:
It was reported that the intellioshift would just start the shaver activation on its own without the pedal or hand control being activated. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).